Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was exhibiting noise. The physician was going to replace this lead; however, they were unable to gain access so therapy was turned off in the device. There were no adverse patient events reported. Should additional information be received, this file will be updated.